Event description:
It was reported that the elective replacement indicator was triggered and that there may have been possible premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion/eri (elective replacement indicator) was indicated. The time of rrt (recommended replacement indicator) in save to disk was on (B)(6) 2011, device rrt less than or equal to 2.6251 volts. The weekly battery voltage trend data shows minimum battery equal to 2.630 to 2.623 volts minimum between (B)(6) 2011. There was one patient alert for low battery voltage on (B)(6) 2011. Evaluation summary: (B)(4): the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.